Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. Details regarding a visual inspection were not provided. He had time to take it out without any patient injury or burn. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during partial left mastectomy with right sentinel lymph nodes, given to the sentinel ganglion in the right armpit, the surgeon cauterized on the debakay clamp with the cautery settings at 40 watts cut 40 watts coag with a protected cautery tip. In the armpit there was a gauze. During cauterization, the gauze caught fire. The gauze was removed immediately and they had time to take it out without any patient injury or burn.